Event description:
The operating staff reported that while surgeon was flushing the catheter for a cardiac case, it was noted that a black particle came out of the end of the catheter. The device was removed from the field and sequestered. This catheter is included in a cardio-kit custom packaged for our facility by medtronic. There was no injury to the pt as the device did not make it to the surgical field. The device is available for evaluation purposes. The individual item number of the actual catheter is 3001.